Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, adhesions, mesh contraction, and seroma. Post-operative patient treatment included placement of wound drain and mesh removal surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, g4 (510k #), h6 (patient codes, imf codes, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, mesh densely adherent to omentum and loosely adherent to anterior abdominal wall, suffering, defective mesh, recurrence, failure of mesh, adhesions, mesh contraction, and seroma. Post-operative patient treatment included placement of wound drain, mesh removal surgery, medication, left transversus abdominis release, posterior component separation, removal of peritoneal foreign bodies and hernia repair with new mesh.